Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left humerus was revised due to the custom humeral adaptor disengaging from the distal portion of the modular elbow humeral assembly. Intra-operatively, the surgeon stated that he believes the devices may not have been fully locked in the primary procedure. The surgeon disengaged the devices, locked them fully, and re-engaged the in situ devices. As a screw had been removed, the surgeon implanted new screws. Rep provided the primary usage sheet, confirmed there was no allegation against the revised screw, and confirmed that no further information will be released by the hospital or surgeon.